Manufacturer narrative:
The device was received for evaluation, and as received found that the coil was stretched with the polypropylene filament broken and still attached to the pushwire. In addition, the ball was observed to be missing/broken from the distal tip of the implant coil. This device condition was not reported initially. During testing, the pushwire was inadvertently broken distal to the break indicator at the manual detachment location (via hypotube). All other subassemblies appeared to be normal and no other anomalies were observed. Follow up was conducted based on the received device condition and response received from the customer confirmed that the customer did not notice the tip broke during the event. It was not possible to determine the cause of the ball tip breaking from the implant coil. All coils are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of a small wide neck aneurysm, one coil stretched. It was reported that the physician used two catheters placed in aneurysm because due to the nature of the wide neck aneurysm. This coil was insert into one non-medtronic catheter, but the physician did not choose the correct size. The physician decided to remove the entire system (catheter and coil). This reported coil stretched as a result of the event during removal. The physician changed to a smaller diameter of the coil and the patient was treated with more coils. There were no patient complications reported with this event. Evaluation of the returned device found that the implant coil was severely stretched and ball tip missing from the implant coil.